Event description:
During an ablation procedure for ventricular tachycardia, the patient became unconscious and the physician suspected a stroke occurred. Originally the patient was implanted with an ICD for ventricular tachycardia on (B)(6) 2022, however, the patient still experienced ventricular tachycardia and was frequently being shocked. An ablation procedure was then planned for (B)(6) 2022. Prior to using the mapping catheter, the physician checked the patient's heart function by conducting a percutaneous coronary intervention, left ventricular angiogram, and an echocardiogram for left ventricular ejection fraction, which was 50%. During the mapping portion of the procedure, the patient became unconscious, however, their vital signs remained stable with a spao2 of 100%. The physician then suspected a stroke, stopped the procedure, and conducted a CT scan of the patient's brain and performed a coronary angiography. The coronary angiography was noted to be normal, however, the CT scan revealed a blood clot in the basilar artery and subsequent stroke. No blood clot or tissue was noticed on the catheter tip. The patient was consulted to neurology where the blood clot was removed in order to stabilize the patient. The details of how the clot was removed are not known. The patient had a history of left ventricular aneurysm conditions, which the physician considers may be the reason for the stroke. The patient's activated clotting time remained between 250-300 and was checked every thirty minutes. A transthoracic echocardiography was used to rule out thrombosis prior to the procedure. There were no performance issues with the device. As of (B)(6) 2022, the patient was not to be stable with no symptoms.

Event description:
During an ablation procedure for ventricular tachycardia, the patient became unconscious and the physician suspected a stroke occurred. Originally the patient was implanted with an ICD for ventricular tachycardia on (B)(6) 2022, however, the patient still experienced ventricular tachycardia and was frequently being shocked. An ablation procedure was then planned for (B)(6) 2022. Prior to using the mapping catheter, the physician checked the patient's heart function by conducting a percutaneous coronary intervention, left ventricular angiogram, and an echocardiogram for left ventricular ejection fraction, which was 50%. During the mapping portion of the procedure, the patient became unconscious, however, their vital signs remained stable with a spao2 of 100%. The physician then suspected a stroke, stopped the procedure, and conducted a CT scan of the patient's brain and performed a coronary angiography. The coronary angiography was noted to be normal, however, the CT scan revealed a blood clot in the basilar artery and subsequent stroke. No blood clot or tissue was noticed on the catheter tip. The patient was consulted to neurology where the blood clot was removed in order to stabilize the patient. The details of how the clot was removed are not known. The patient had a history of left ventricular aneurysm conditions, which the physician considers may be the reason for the stroke. The patient's activated clotting time remained between 250-300 and was checked every thirty minutes. A transthoracic echocardiography was used to rule out thrombosis prior to the procedure. There were no performance issues with the device. As of (B)(6) 2022, the patient was noted to be stable with no symptoms.

Manufacturer narrative:
Corrected information: b5.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 1-16 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported stroke remains unknown.